Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the analog pcb caused the device not to power on. The analog pcb assembly was evaluated further. Physio determined that the cause of the reported issue was due to one of the internal hybrid layer capacitor (hlc) batteries, designator bt3 not holding a charge. A replacement device was provided to the customer under warranty.

Event description:
A distributor contacted physio-control to report that the device from one of their customers would not power on. The device had the charge-pak, service wrench and attention icons in its readiness display. There was no patient use associated with the reported event.